Manufacturer narrative:
Per (B)(4) final report: post primary and pre revision x-rays, operative notes, patient details and the patient medical history were requested in order to progress with the investigation of this event, however, not all were available and thus the investigation was limited. It was confirmed that the hospital had discarded of the explants following the revision and thus they could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. This investigation has concluded that the use of a lipped liner during the primary procedure may have contributed to the revision event, however, this cannot be confirmed with the available information and no further investigation can be conducted. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup and liner after approximately 2 years and 3 months due to reported malpositioning of the cup, resulting in edge loading and impingement.

Manufacturer narrative:
(B)(4): initial report. Post primary and pre revision x-rays, operative notes, patient details and the patient medical history have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. It was confirmed that the explanted devices were discarded by the hospital and thus are not available for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA; however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 2 years and 3 months due to malpositioning of the cup.